Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during rewind process. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 222mg/dl at the time of the incident. The customer also stated that the insulin pump was exposed to moisture from sweat at the beach leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Time advances properly. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.